Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the lifevest. The area was described as big blisters that had opened. The blisters were oozy and raw. The patient discussed the sores with his doctor who advised the patient wear a shirt under the lifevest. The patient reported that he followed the doctor's advice but that the device began alarming. The patient removed the device and reported that the area was improving.